Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, multiple auto mode switching episodes were observed. The patient did not seem to be in atrial fibrillation in those episodes. The patient also had a non-sustained rv oversensing episode and competitive atrial pacing. Patient will be called in clinic for further testing and programming changes will be discussed with the physician.